Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation during quarterly cleaning and disinfection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer has chosen to perform an internal water pathway replacement and has sent the device to cardioquip for repair. Following the repair the device will be returned to specification and fully functional.

Event description:
A cardioquip (cq) customer suspects this unit is contaminated due to floating debris in the water tank, and cloudy and discolored internal tubing. Photos of the tubing were sent to cq epidemiology for review. Epidemiology determined that the customer should perform a quarterly cleaning and disinfection procedure and conduct hpc testing to receive a quantitative assessment of water quality. Hpc test results were received by cq on (B)(6)2024 that were outside of specifications for water quality, indicating device contamination.